Event description:
The customer reported via their baxter sales representative that the set will not stay connected to the clearlink catheter extension set. The staff was advised to not start an infusion unless the connection feels secure. This incident occurred at an unknown time. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should the set be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).